Manufacturer narrative:
Initial and final MDR (B)(4) device 8 of 10. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced ten infusion set tubing was kinked and warped and possibly leaking which occurred in between (B)(6) 2023 to (B)(6) 2025. The infusion set was in use for less than 72 hours each. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.